Event description:
It was reported that high impedances greater than 40,000 ohms were measured on all combinations with electrode 11 during a routine device check on (B)(6) 2014. The patient had been aware of the abnormality since (B)(6) 2014. The patient was implanted with a rechargeable and non-rechargeable implantable neurostimulator (ins). The patient experience low battery on the non-rechargeable ins and when the ins was removed a pocket adaptor was attached to the extension to implant a rechargeable ins. Surgery for the ins replacement and adding the adaptor was done on (B)(6) 2014. No problems were found with the impedances immediately after surgery, but the high impedances were measured a month later. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of the adaptor found the conductor of the adapter body was broken within 10 cm of the connector area. The #2 conductor was broken 2.9 cm from the proximal end.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that on (B)(6) 2014 abnormal impedance values were measured on all electrodes related to nine. On (B)(6) 2015, impedance measurements of all electrodes, except the combination of case and eight, were greater than 40,000 ohms. On (B)(6) 2015, the pocket adaptor was disconnected and removed from the implantable neurostimulator (ins) and connected to a new ins. The pocket adaptor was completely slipped out of the ins and the set screw of the ins was loose.

Manufacturer narrative:
Concomitant products: product ID 64001, serial# (B)(4), implanted: (B)(6) 2014, product type adapter; product ID 64001, serial# (B)(4), product type adapter. (B)(4).